Manufacturer narrative:
Section not applicable as implanted device fell out with no intervention. Customer will be contacted. Sections not applicable as they are redundant.

Event description:
As per complaint (B)(4) after a clinical procedure a dental implant displayed a failure of osseointegration and the implant fell out without intervention. There was 1 patient involved in this event.